Manufacturer narrative:
.

Event description:
The patient's daughter reported that the patient suffered a major stroke or grand mal seizure. The daughter reported that it was unknown which she suffered. It was reported that the patient is not doing well and will require a lot of rehabilitation. Attempts to obtain additional information have been unsuccessful to date.